Event description:
Same case as manufacturer's #: 6000089-2004-01098. Four days after a coronary drug eluting stenting treatment procedure, the pt returned with recurrent chest pain and electrocardiographic evidence of an anterior myocardial infarction and was found to have a sub acute thrombosis in the lad stents. It is unknown when the lad was originally stented, however, in 7/2004, the pt underwent intervention with a maverick 2.5 x 12 mm balloon dilation catheter, 3 inflations up to 12 atms, fully expanding the lad obstruction. A taxus express2 2.75 x 28 mm drug eluting stent was deployed @ 16 atms. A taxus express2 3.0 x 24 mm drug eluting stent was advanced through the previously placed stent and deployed @ 18 atms to fully appose the stent. Angiography demonstrated wide patency in the lad with - 10% residual following placement of the two taxus stents. The rca was treated with balloon angioplasty in the subtotal stent occlusion with restoration of timi iii flow. The pt received heparin during the procedure and was to be maintained on plavix for at least 6 months. The pt returned 3 days later with an acute myocardial infarction and acute thrombosis of the lad stents. Multiple balloon inflations were performed using a powersail 3.0 x 18 mm high pressure balloon throughout the stented segment up to 16 atms. Ivus was performed revealing the mid-lad was 3.2-3.5 mm, but there was narrowing to < 2.0 mm at the site where 4 stents appeared to overlap. The proximal stents were well-deployed and measured up to 3.5 mm. A second inflation to 18 atms were performed with residual narrowing at the overlapped stent segment. A 2 minute inflation at 20 atms was then performed with a high pressure balloon to the overlapped stented area. Improvement was then noted with ivus; the narrowing having been reduced to 2.7 mm. The distal stent was fully apposed to slightly > 3.0 mm and the proximal stent was 3.6 mm. Timi iii flow was reestablished. The lvef was estimated to be 20%. The left ventricle was enlarged; the distal anterior wall, apex and inferior segments are akinetic. The pt was to recieve intense anticoagulation with asa, plavix and coumadin, as well as, aggressive therapy for heart failure. In about 2 1/2 weeks the pt underwent ICD implantation. Pt is reported to be in satisfactory/good conditon.